Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation regarding green image was not confirmed. However, the following malfunctions were found: image noise and damaged cover glass. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunctions would likely, be worn and tear. And improper handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred, before an unspecified procedure. The procedure was completed using another device without delay.

Event description:
It was reported that there was a green image while using the rigid video scope. There was no patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.